Manufacturer narrative:
Additional information.

Manufacturer narrative:
(B)(6) (B)(4). Multiple products used. It is unknown which product caused the event. G8116430 (quantity-1) (B)(4) (quantity-1) this part is not approved for use in the united states; however a like device catalog #8116430, 510k # (B)(4)<(>&<)> like device catalog #8116439, 510k # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent posterior correction spinal fusion at th8-l5 levels for degenerative scoliosis. Post-op, the patient complained of pain around placed x10. Revision surgery was scheduled on (B)(6) 2015 to remove only the x10. The products were used in the patient. Crosslink (x10) that was inserted at l2/3 is causing pain and the patient is complaining about it. The surgeon commented that the shape of the product is not good.